Event description:
Our engineer tried to calibrate the oxygen cell and found that the oxygen cell is faulty

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. O2cell calibration needed. Ventilation / pre operational check. The procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur. Therefore, the event has been deemed to be a reportable event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be a defective o2 cell. The correction made was to replace the o2 cell and perform the o2 cell calibration, also the o2 cell calibration valves (pn 394055) were replaced and the device became operational. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. There was no patient or user harm.

Event description:
Our engineer tried to calibrate the oxygen cell and found that the oxygen cell is faulty.